Manufacturer narrative:
The event date was approximated as (B)(6) 2014. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient had been off of anticoagulation since 2014 due to extensive bleeds associated with epistaxis and gastrointestinal bleeding. The bleeding was previously unreported to the manufacturer. It was reported that the patient "continued to do well and work full time at the age of (B)(6)". Additional information regarding the bleeding was requested, but was not provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.